Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the post-operation check, the patient reported intermittent chest pain. It was discovered that the right ventricular (rv) lead was not capturing at maximum output. As a result, a chest x-ray was performed and confirmed rv lead perforation. Therefore, the rv lead was explanted and replaced. No additional adverse patient effects were reported.